Event description:
The customer reported a (B)(6) reaction of one donor´s blood bag segment with (B)(6). The donor blood bag was labeled as (B)(6). The customer has returned the supposedly defective product and the donor segment that had caused a (B)(6) test result. Our quality control laboratory tested the complaint sample of (B)(6) with the provided donor segment and could confirm the customer´s (B)(6) test result. The segment was also tested with the retained sample of (B)(6) and different monoclonal reagents for abo typing and these testings confirmed the donor segment is (B)(6) indeed. The customer's (B)(6) complaint sample was tested with different red cells. All red cells of (B)(6) yielded a (B)(6) result with the (B)(6) sample the customer had provided. Our quality control laboratory's retained sample as well as one additional sample of the supposedly defective product were tested with different red cells. All (B)(6) reactions were correct. We did not observe any (B)(6) reactions. Since only the (B)(6) returned by the customer showed (B)(6) reactions we strongly assume that customer had contaminated his reagent bottle with a small amount of (B)(6). Testing by our quality control laboratory confirmed the allegedly defective lot of (B)(6) functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident